Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The sample initially resulted with a troponin t value of 17.9 ng/l and this value was reported outside of the laboratory. A second sample collected from the patient at a later time had a negative troponin t value, so the complained sample value was questioned. The complained sample was repeated on (B)(6) 2019, resulting with a troponin t value of 4.19 ng/l. The sample was repeated again, resulting as 7.04 ng/l on (B)(6) 2019. The sample was re-centrifuged and repeated, resulting as 3.43 ng/l on (B)(6) 2019. The complained sample was repeated twice on a second analyzer, resulting with troponin t values of 4.64 ng/l and 5.08 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 345850. The reagent expiration date was asked for, but not provided. For the last calibration performed on 01-jan-2019, there were no alarms and the calibration signals recovered as expected. Quality controls were within range, indicating no issues with the performance of the reagent or instrument. Sample centrifugation speed was too high according to tube manufacturer recommendations. Upon review of that alarm trace, several abnormal aspiration errors occurred. The investigation could not identify a product problem. The cause of the event could not be determined.